Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review, but it is mentioned by complainant that the instrument will be returned. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the 3.2mm threaded pin 450mm broke during surgery on (B)(6) 2015 while removing the lag screw reamer. It was reported that the distal fragment of the pin got stuck into the acetabulum. It was difficult to extract the broken fragment and damages were made on the femoral head as a consequence of the removal procedure. The surgery was delayed for 120 minutes and was completed with another device.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. Visual examination: the threaded pin is broken. The returned part shows circular signs which most probably have been originated from the reamer. No other tests were relevant for the investigation. Review of internal documents: inspection plan sap was reviewed: the surface was 100% checked for qualitative examination. The surgical technique zimmer natural nail system cephalomedullary nail surgical technique contains information and illustrations about the positioning of the lag screw. Possible causes for the reported event according to sap dfmea: guide pin fractures or bends -> due to excessive force or torque applied to part. There is the evidence of the use of excessive force or torque. If the procedure described in the surgical technique is followed, this should not happen. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Excessive force or torque were applied to part. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).